Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had ineffective stimulation and was unable to receive effective coverage. Patient did not have any recent traumas and did not follow through for system re-evaluations. Patient stated having pain in lower back however upon interrogation of the system, stimulation was observed at the incorrect location. Diagnostics showed high impedance issue on one of the lead¿s contact however the remainder contacts had stable impedance levels. Programming changes were made to assist in pain coverage. No intervention is anticipated on the leads however device replacement procedure is anticipated for new therapy.

Event description:
New information received states that the implantable pulse generator (ipg) was explanted and a new device was implanted. Therapy was established post procedure. There were no complications during the procedure. Patient was stable.